Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause was determined to be attributed to rough or improper handling as evidenced by the appearance of the pouch on visual inspection. It appears the product was snagged on a rack or the corner of the box.. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Bubble testing confirmed a breach in the package.

Event description:
Distributor found a scratch on the tyvek.on an incoming inspection. No patient use.